Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that a patient went 2 weeks without heparinization maintenance of their catheter. When returning to the hospital "there was a rupture in the act of washing, even with the appropriate techniques". There was no patient injury reported.

Event description:
It was reported that the patient went 2 weeks without heparinization maintenance. In an attempt to access and flush the catheter with saline solution with a 10ml syringe; rupture occurred without reflux, right below the connection of the dual lumen. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was reviewed by bdpi field assurance engineer. The photo shows a hickman-style catheter. Visual observation found that there was a curved split in the catheter tubing just distal to the bifurcation/trifurcation. The inside of the hole appeared reddish. Based on the photograph, a hole in the catheter can be confirmed. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Only a photograph was returned for evaluation, and visual evaluation of said photograph was not sufficient to determine root cause. However, over pressurization, over-stretch, and patient-induced damage could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Note that besides the IFU included with the product, the nursing guide for this product is available online and contains instructions for regular maintenance, etc. (Expiry date: 12/2020), h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient went two weeks without heparinization maintenance. It was further reported that in an attempt to access and flush the catheter with saline solution with a 10ml syringe; rupture occurred without reflux, right below the connection of the dual lumen. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. H10: manufacturing review: per the lot history review, this is the 2nd complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is required. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one electronic photo was reviewed by ken moake (bdpi field assurance engineer). The photo shows a hickman-style catheter. Visual observation found that there was a curved split in the catheter tubing just distal to the bifurcation/trifurcation. The inside of the hole appeared reddish. Subsequently, one dl 9fr hickman catheter was returned for evaluation. Visual, functional, and microscopic evaluations were performed. The complaint of a hole in the catheter is confirmed, more specifically an external burst. A c-shaped split was observed just distal to the bifurcation that leaked during infusion of the red lumen. Microscopic evaluation revealed a mostly granular break surface. The outer edge of the break surface appeared smoother. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. However, because based on the report the event apparently occurred during flushing, pressurizing beyond recommended limits is a possible cause. H10: d4 (expiration date: 12/2020).